Manufacturer narrative:
For this event, the issue was resolved after replacement of the probes. The follow up action for this event was that the probes were replaced and adjusted. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Questionable high results were generated by the cobas 8000 c (701) module. The event involved a total of 42 patients with the following: 42 questionable results for tpuc3 total protein urine/csf gen.3.